Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient expressed that they drank almost "100 ounces" of water and they had not urinated as much and if they had urinated as it had only been a small amount. Patient had more of a concern on wanting to know if they should go to the emergency room so they could be catheterized due to them not releasing their urine. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.